Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the air/water nozzle deformed, the insertion flexible tube (ift) worn out, the remote button cut, the objective lens dirty, the eog valve loosened, the segment steel braid rupture, the distal body worn out, the lg cable worn out, the lg prong top loosened, and the operation channel leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue dropped in human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Nozzle gluing missing.